Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. A review of complaint history determined that no further action is required as no trends were identified. The reason for the reported revision cannot be confirmed from the information provided but may be the result of prosthesis wear, instability and loosening or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear, instability and loosening cannot be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images radiographs, or relevant clinical information were provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
As reported by legal, on (B)(6) 2013, this male patient underwent left and right knee replacement surgery and was implanted with an optetrak device. The patient underwent left knee and right knee revision surgery, approximately 9 years 7 months post the initial procedure, to remove the optetrak knees. ¿upon information and belief, [the patient] required revision surgery for issues including but not limited to polyethylene wear, bone loss, osteolysis, instability and/or component loosening.¿ the patient ¿experiences daily pain and discomfort in his knees which limited and continues to limit his activities of daily living and impacts his quality of life.¿ this case is for the right knee. No additional information. This is 1 of 2 reports for this event. This is 1 of 2 events for this patient.